Event description:
It was reported that this patient with this implantable pacemaker underwent an ablation procedure during which the physician configured the noise response to "inhibit pacing." Despite this setting, the device continued to pace. Technical services (ts) assessed the event and determined that the noise duration was insufficient to fulfill the required 40ms (milliseconds) noise window necessary to retrigger another 40ms noise window; as a result, pacing was not inhibited. Ts has recommended that, for the device to inhibit pacing during similar procedures, the noise must consistently retrigger every 40ms. Reprogramming options have been provided to the customer. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device information is not available.